Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Customer¿s blood glucose level was 505 mg/dl. A correction bolus via the pump was administered to address the high bg. Reportedly, customer will continue to use the pump until the replacement pump arrives.